Event description:
A physician reported a pt who was implanted on 18 june 1997 into the nasolabial folds and the upper vermilion border. The pt returned to the office on 23 june 1997 for suture removal and the implant sites looked normal. On 12 july 1997, the pt called and reported swelling at the right upper vermilion border implantation site. On 13 july 1997, the pt called again complaining of persistent inflammation, and the physician prescribed augmentin believing that the area was infected. On 14 july 1997, the pt was seen and the inflammation had improved. On 16 july 1997, the pt noticed a pimple-like lesion at the right corner of her mouth which she evidently picked resulting in her pulling the implant out. The pt returned to the office the same day, but no further surgical or medical intervention was prescribed because she was already taking antibiotics. The area healed on its own without further suturing. On 24 september 1997, th pt was seen with pus and redness at the left nasolabial implantation side. The physician diagnosed an infection and removed the infected left nasolabial implant. On 5 november 1997, the pt was seen and was doing well. This is the report of the pt's first event.